Event description:
On (B)(6) 2014, the patient/lay user contacted lifescan (lfs), alleging that their onetouch ping meter read inaccurately high compared to another device. Medical surveillance specialist (mss) was unable to contact customer. This complaint was classified based on additional information obtained by the medical surveillance specialist after reviewing the call recording. The patient reported that the alleged inaccuracy began on (B)(6) 2014 at 5:00 pm. At this time the patient claimed to receive a result of ¿400 mg/dl¿ on the lifescan meter compared to ¿107 mg/dl¿ on another device within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient manages her diabetes with an insulin pump and took her usual dose of medications prior to the product issue. At 5:03 pm the patient claimed to take extra 3.85 units of insulin due to the high blood glucose reading of 400 mg/dl and shortly afterwards she developed symptoms of sweaty, shaky and lightheaded. The patient stated she self-treated with food and drink. At the time of troubleshooting, the cca noted that the unit of measure was set correctly and the correct testing steps were being followed. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: based on the following information provided, the patient did suffer symptoms suggestive of a serious injury after the alleged product issue began. The alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event.

Manufacturer narrative:
Follow-up # 1 ¿ (10/02/2014) device evaluation: the lay user/patient¿s products have been returned on 08/29/14 and evaluated by lifescan product analysis on 09/30/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.